Event description:
Multiple symptoms; have been using the dream station auto CPAP machine since 2016. Having increasing headaches, eye irritation shortness of breath with wheezing requiring an inhaler (doctors state chest xray normal, pulse oximetry normal) but hard to breath. Upper airway irritation and cough. All these symptoms are included on the list of reactions from using this machine. Possibility of carcinogenic effects are listed, may not know that until later. The stated exposure from the device is chemical and particle. Hard to know for sure when exactly these started as they have come on slowly but started the inhaler in (B)(6) 2021. The machine has now been recalled but seems like the damage has been done. How do we pursue compensation for the lifestyle change due to shortness of breath and if a cancer occurs in the future?. FDA safety report ID # (B)(4).